Manufacturer narrative:
The key log and patient record information were not available for review. The device has been used after the event, so the electronic patient records have been overwritten. After performing other unrelated repairs,the device was returned to the customer. The root cause of the reported event could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had unexpectedly powered off during patient monitoring. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had unexpectedly powered off during patient monitoring. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.